Event description:
Rn was hanging d-10 IV fluids and closed the alaris pump door and started infusion. Line was beeping air in line so she opened up the door and fluid started squirting her from a small hole in the line.